Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis due to a hole in the transfer set. The patient observed a fluid leak from their transfer set. One day later, the patient informed their renal center of the leak and as a result, on the same day, the patient¿s transfer set was evaluated and a hole was noted in the proximal site (not further specified). On the same day, the transfer set was changed and a single prophylactic dose of intraperitoneal (ip) cefazolin was administered to the patient (exact dose unspecified). Two days later, the patient experienced abdominal pain and subsequently returned to the renal center where cloudy pd effluent was found. The patient was diagnosed with peritonitis and began treatment with amikacin and cefazolin (ip, doses and frequencies were not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the antibiotic treatments were ongoing, the patient¿s pd effluent was reportedly clear and was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.